Manufacturer narrative:
(B)(4). Additional information found in device available for evaluation?, device evaluated by MFR?, device manufacture date and evaluation codes. The actual device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection showed the luer lock adapter is detached from the tube. The reported condition was verified. The cause of the condition was determined to be an assembly issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set had a leak due to a luer lock separating. This was found during priming and the device was not used. There was no patient involvement. No additional information is available.